Manufacturer narrative:
(B)(4). The device was manufactured june 12, 2014 to june 13, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion occurred with a large volume infusor that was filled with fluorouracil. This was noticed during infusion. It was reported that the device was set up to be used for 48 hours, however the infusion ended 10 hours after the scheduled time. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.